Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, when the physician rotated the handle, the bands would not deploy. A second device was used; however, the same problem happened. When he removed the scope from the patient, it was noticed that the bands rolled up on each other. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Block h6: medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator head had six bands attached, some of them had overlapped and moved from their position. The ligator head teeth were damaged/bent. The suture thread was intact and it was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head had six bands attached and some of them had moved from their position and overlapped. Additionally, the ligator head teeth were damaged/bent. These conditions are evidence that the bands unable to deploy. It is possible that some knots along the suture thread got dislocated from the teeth on the ligator head and this could have happened due to user manipulation during preparation, some technique performed during procedure and/or even anatomical factors contributed as well. Once some knots got dislocated, the suture thread would have encountered difficulties releasing the bands, which may have caused that some bands got overlapped within each other. It is possible that these difficulties encountered could have caused the damage/bend on the ligator head teeth. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
Note: this report pertains to one of two speedband superview super 7 used in the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2022. During the procedure, when the physician rotated the handle, the bands would not deploy. A second device was used; however, the same problem happened. When he removed the scope from the patient, it was noticed that the bands rolled up on each other. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the devices. There were no patient complications reported as a result of this event.